Manufacturer narrative:
Investigation result: a mz1000 china product was not available for investigation; however, the customer provided lot number was incorrect. The feedback provided by the customer states that, "positive pressure connector could not be tightly connected to the needle during intravenous indwelling, and there was leakage of drug solution" no further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number provided was incorrect and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 china in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had connection issues. The following information was provided by the initial reporter, translated from chinese to english: during intravenous indwelling needle placement, the positive pressure connector cannot be tightly connected to the indwelling needle, and the drug leaks out.